Event description:
Sorin group (B)(4) received a report that the s3 display module would not turn on. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the stockert s3 roller pump module stockert s3 console. The incident occurred in (B)(6). This MDR report is being submitted on behalf of the device MFR - sorin group (B)(4). To resolve an FDA inspectional observation, the sorin group (B)(4) MDR procedure was revised. As committed to FDA's office of compliance, a retrospective review of customer complaints is being performed and mdrs will be submitted in accordance with the revised procedure. This MDR is being submitted beyond the 30 day reporting requirement as it was identified during the retrospective review. The console was replaced at the customer site. The unit was returned to sorin group (B)(4) for eval. Eval of the console found a circuit path interruption on one of the circuit boards. It was deterred that the problem was a result of improper soldering. Sorin group (B)(4) stated that this is an isolated incident. No further action is deemed necessary.